Event description:
An adverse event form for a study patient was received indicating that the patient experienced an increase in seizures which resolved after medications were added. The adverse event did not cause the patient to discontinue from the study. It was noted that the increase in seizures resulted in an initial or prolonged hospitalization. It is unknown whether the increase in seizures was an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.